Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was following an initial knee arthroplasty, a small object was visible on the post operative x-ray. It was identified to be fractured instrumentation piece. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.